Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support instructed the customer to try troubleshooting steps, but the issue persisted, indicated by a red led and frequent vibrations. Consequently, a replacement pump was sent, and the customer was advised on steps for returning the faulty pump, including putting it into storage mode and sending it back with a prepaid label within 10 days. The customer acknowledged these instructions, although they currently do not have a backup therapy available and will contact their healthcare provider.